Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous in left popliteal to below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during initial inflation upon reaching at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was with this device. No patient injuries reported and the patient condition was good.